Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 9:00 pm, the result from the meter was 4.7 inr. Within seven hours, the customer went to the ER with a bloody nose and they received the result from the laboratory of 3.45 inr. The reagent used was not known. No treatment was needed at the ER and the bloody nose resolved. The customer did not allege it was due to the meter or the results. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr.